Event description:
Treatment of an anterior communicating artery (a-comm) aneurysm. During the pipeline deployment, it was reported that the device would not release from the capture coil, so it was corked and removed from the patient. The physician used another pipeline in its place to complete the procedure.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event was returned for evaluation and the braids were found to be damaged, but the cause could not be determined.(B)(4).